Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer with supplemental information by a nurse in the USA of dehydration, nausea, obstipation, touch contamination, and peritonitis with culture positive for staphylococcus coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with dehydration, nausea, and obstipation. On an unreported date, touch contamination occurred. On an unreported date in 2011, the patient was diagnosed with peritonitis with culture positive for staphylococcus. The cause of the peritonitis was touch contamination. On (B)(6) 2011, the patient was hospitalized for dehydration, nausea, obstipation, and peritonitis. Treatment was not reported for the events dehydration, nausea, and obstipation. The event peritonitis with culture positive for staphylococcus was treated with vancomycin. The patient had recovered from the events nausea, obstipation and peritonitis. The patient was retrained in aseptic technique, therefore the event of touch contamination was considered resolved. Outcome of the event of dehydration was not reported. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. Per the nurse, the events nausea, obstipation and peritonitis with culture positive for staphylococcus were not related to dianeal therapy. The nurse did not comment on the event dehydration.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd887695 and gd886119 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the peritonitis was use error- poor aseptic techinque. The label review found the labeling adequate for the use error in this complaint.